Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet touchscreen was cracked. The device was still usable; however, a replacement was arranged. No blood glucose impact occurred, and no medical intervention was required.